Event description:
During preventive maintenance on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2022, the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was due to defective load cell module 2, likely due to a mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells module 2 exceeded normal parameters. The defective load cell module 2 was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform sn (B)(6). Was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.